Manufacturer narrative:
On (B)(6) 2015 the customer emailed a medela clinician stating she is improving with use of the prescription cream and is still breastfeeding. The product involved in the complaint was disposed of by the customer and cannot be returned for evaluation/investigation. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer's ringworm. Reported issues of ringworm are under investigation in CAPA-(B)(4).

Event description:
On (B)(6) 2015, the customer reported to customer service that she had an infection with ringworm and that her swing breastpump had the bacteria that caused her infection. During the follow up the customer emailed a medela clinician on (B)(6) 2015, and stated she was diagnosed with ringworm (fungal infection) and that her dr. Prescribed ketoconazole for treatment. Customer also stated she disposed of the pump.